Event description:
"The suture hub has loosen from the catheter, so the catheter has slide out of the pt approx. 15cm."

Manufacturer narrative:
The suture wing of the returned device was reassembled on the hub and the force to remove it was measured. The force required to remove the suture wing was greater than iso 10555-1 requirement. There is no evidence of a manufacturing problem. We are unable to determine the exact cause of the event; however it appears that enough force was applied to the catheter to dislodge it from the suture wing.